Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated against the reported event. Visual inspection confirmed white debris within the sterile packaging. The insert has been damaged such that particles have become detached and float freely within the sterile packaging. The blister seal remains intact. The outer packaging is roughened through handling but no notable damage was observed. DHR was reviewed and no discrepancies were found. The root cause of the reported event it likely to be damage during transit causing the foam packaging to become abraded and shed. The likely condition of the device when it left zimmer biomet is conforming to specification. The device evaluation found no malfunction and the event did not contribute to injury, therefore this would not be considered a reportable event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). The product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01596. 0001825034-2020-01597. 0001825034-2020-01598. 0001825034-2020-01599. 0001825034-2020-01601.

Event description:
It was reported that during stock investigation, debris was found in the sterile packaging. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.